Event description:
The customer has been experiencing high blood glucoses since a few days ago. The customer was sent home from school because they were throwing up. The family member indicated that they changed the set and site and blood glucoses were stabilized. However at night their blood glucoses climbed and their family member changed the set and site again. In the morning the customer's bg was low and they went to school, but after school their blood glucoses were high. Two days later the customer was admitted in ICU at the hosp for high blood glucoses. It was informed that the customer was released the next day. The health care team determined the site issues to be the cause of dka. It was informed that the customer continued having high blood glucoses after returning from the hosp. Troubleshooting was performed. The pump passed the functional testing and no signficant findings were found.